Event description:
It was reported that a thrombus was present on the device. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no patient complications reported. The patient returned for a 45-day follow up procedure. A transesophageal echocardiography was performed and a significant thrombus was seen on the device. The thrombus was extremely mobile and it was prolapsing through the mitral valve. The thrombus measured 2.5 x 1 cm in size. It was further reported that an unknown number of days later, the patient presented for surgery and a maze procedure was performed to remove the thrombus and ligate the laa. The laa was covered with a patch requiring ligation. No further complications were reported. Device remains implanted. Patient is doing well and has been discharged. This information was already reported in a duplicate report of this event. Report number: 2134265-2019-02741.

Manufacturer narrative:
The event date was not reported so the aware date was used.

Event description:
It was reported that a thrombus was present on the device. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no patient complications reported. The patient returned for a 45-day follow up procedure. A transesophageal echocardiography was performed and a significant thrombus was seen on the device. The thrombus was extremely mobile and it was prolapsing through the mitral valve. The thrombus measured 2.5 x 1 cm in size.